Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had prime fill anomaly and pump turned off. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer's current blood glucose is 190 mg/dl. The insulin pump will not be return for analysis.